Event description:
It was reported that this event occurred in the ICU. The catheter that was inserted into the (B)(6) yr/old female patient on (B)(6) had to be removed and replaced on (B)(6) because it was "impossible to read results on the last days (3-4 last days)." There was no delay, harm, complication, death, or injury reported as a result of this occurrence.

Manufacturer narrative:
Complaint no. (B)(4).